Event description:
Customer reported device = hi. Customer felt bad and went to the ER at 10 pm. ER confirmed to hi result and told customer reading = 829 mg/dl. Customer was admitted to the hosp at 5 am the next morning. Customer received treatment, but unsure of the type. Controls were not used. A request was made and product is being returned, however not replaced.